Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction. Electrode belt has not been returned for evaluation. A review of the downloaded data does not indicate any device malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in her room and was found unconscious. The lifevest detected vf at 4:28:13 on (B)(6) 2016. Post shock rhythm was asystole at 04:29:20 transitioning to bradycardia then asystole. There additional shocks were performed on the patient at 4:39:36, 4:40:03 and 4:54:39. Oversensing contributed to the first two false detections. The patient remained in asystole after the shocks. One final treatment was delivered at 04:54:39. CPR artifact contributed to the false detection. The patient remained in asystole after the treatment. The device was deactivated at 05:30:40. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.